Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformance and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient believes that she is having a reaction to the mesh that was recently implanted. The physician would like to perform patch testing to confirm.

Manufacturer narrative:
According to the available information, the doctor had a patient that believes that she is having a reaction to the mesh that was recently used during a surgery. Doctor performed patch testing on this patient with a sample of restorelle polypropylene mesh. Doctor concluded some of the prep materials may have caused initial (irritant/allergic reaction), but it is unlikely that the patient is currently allergic to any of the implant materials. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of initial (irritant/allergic reaction), quality accepts the physician¿s observations.

Event description:
Additional information was received. The doctor noted some of the prep materials may have caused initial irritant/allergic reaction, but it is unlikely that the patient is currently allergic to any of the implant materials.